Event description:
It was reported that 2 bd syringe 1.0ml 28ga 1/2in hubs separated from the device. The following information was provided by the initial reporter: it was reported that the needles detached from the syringe.

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0293294. All inspections were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint. H3 other text: see h10.

Manufacturer narrative:
Initial reporter e-mail: (B)(6). Initial reporter zip code: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringe 1.0 ml 28 ga 1/2 in hubs separated from the device. The following information was provided by the initial reporter : it was reported that the needles detached from the syringe.